Event description:
It was reported that this a remote alert was received, indicating that therapy had been disabled on this subcutaneous implantable cardioverter defibrillator (s-ICD). The patient had had a procedure the day prior, at which therapy had been appropriately turned off. However, the device therapy was accidentally not turned back on post-procedure. The physician will be informed so that the patient can be brought back into clinic to re-enable therapy. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.